Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were visually inspected. Multiple signs of wear were found at the lead body. The insulation was damaged due to fraying, especially 12 cm, 10 cm and 7 cm proximal of the tip electrode. This damage is with high probability the cause of the oversensing and inadequate shocks. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the are of the tricuspid valve. Significant lead movement should be considered as the cause. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 20 months, oversensing with multiple inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.